Event description:
The customer reported to baxter corporate product surveillance an empty intravia container of which a nurse was unable to remove the IV set spike from the administration port that resulted in tearing the port from the bag. Per the report, an infusion of 5mg/ml vancomycin in d5w had completed from the bag and the nurse intended to remove the set from the bag and flush the set with saline to finish the infusion. The nurse was not able to flush the line; therefore the patient being treated for a central line infection was given additional medication to ensure he received the requisite dose. The customer reported that the problem recurred a second time with the same patient. The customer is not certain which IV tubing was used, but thinks it probably was alaris pump tubing. There is patient involvement; however, there is no report of patient harm. No further information is available at this time.

Manufacturer narrative:
(B)(4). This report represents the first of two events for the same patient. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.